Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, the device was found to be in backup mode with defibrillation therapy deactivated. Abbott technical support confirmed the device entered backup mode because the device's magnetic resonance imaging (MRI) mode was not enabled prior to an MRI scan. The device was restored and reprogrammed to resolve the event. The patient did not experience adverse consequences.